Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 06/19/2026 by (B)(6) that the patient stated that on (B)(6) 2026, "after a year(ish) of use, I woke up to find both #5 bands had broken in the night (they hand been changed many times). In trying to replace them, one of the connector knobs pushed into the device and became disconnected. The patient was informed to discontinue use of device and return device. An order for a remake will be submitted for patient. There was no harm caused to the patient.